Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-1005591. It was reported that a right ventricular leadless pacemaker (lp) exhibited low pacing impedance, low sensing, and high capture threshold during fixation at implant. The measurements did not improve after waiting 6 minutes, so the lp was redocked. The surgeon searched for a new implant site, but contrast imaging showed a cardiac perforation, pericardial effusion, and cardiac tamponade. Patient also experienced hypotension and cardiac arrest. The implant procedure was aborted and a pericardiocentesis was performed. An open-chest surgery was also completed. Patient was considered unstable and remained under observation.